Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent right foot scarf osteotomy on (B)(6) 2013. On (B)(6) 2014 upon follow up with physician, the patient was found to have dehiscence with yellow straw colored discharge and some slough, moderate peri-wound erythema and swelling that was tender. The wound was debrided and the patient was administered flucloxacillin 500 mg qds. The patient was diagnosed with deep post operative wound infection and patient continued with weekly podiatry visits and debridement. The surgeon opined that patient experienced reaction to suture. On (B)(6) 2014, upon follow up, the patient¿s right hallux valgus skin incision was healed with some scar sensitivity to palpation. On (B)(6) 2014, upon follow up with the physician, the patient reported feeling better, skin incision was well healed and the scar was minimally tender to palpation.

Event description:
It was reported that a patient underwent a bunion removal foot surgery on (B)(6) 2013 and suture was used. The patient developed pain 72 hrs later. The sutures were removed on (B)(6) 2013. The patient remains in pain. The wound split open on (B)(6) 2014. On (B)(6) 2014, antibiotics were prescribed. The patient was taking ibuprofen and paracetomol. The patient has been in physio since (B)(6) 2014. The patient has had her foot lanced and has had 11 consultations. Additional information was requested.

Manufacturer narrative:
It was reported that, since the procedure, the patient experienced sleepless night, exhaustion, upset and depression. The physician advised the patient to be off work for 6-8 weeks after the procedure but the patient was in fact off much longer than this due to the problem that occurred. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.